Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received pump error alarms. Customer¿s blood glucose was unknown at time of incident. Customer states that insulin pump was not exposed to magnetic field. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 noted during testing.